Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with fortum (1.5 grams, intraperitoneally, frequency and duration not reported), reflin (1.5 grams, intraperitoneally, frequency and duration not reported), and heparin (1000 international units in each bag for three days, intraperitoneally, frequency not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.